Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" alarm, while in use on a patient. The iabp unit was switched to a back up unit. No adverse event was reported.

Manufacturer narrative:
The customer has not requested getinge to evaluated the iabp. A follow-up call was made to the facility's biomed who reported that the only work order he has during the time period of this event is for an iab leak. The biomed was unable to provide additional information to supplement this report. No further information has been provided. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" alarm, while in use on a patient. The iabp unit was switched to a back up unit. No adverse event was reported.